Event description:
Follow up with the site found that the error previously reported did not only occur with interrogation. The physician was provided a new flashcard; however, it was reported that the same error occurred with the new card. When the old flashcard was placed in the hand held again, the same error appeared and a page came up that the site could not get off of. The handheld and flashcards were returned to the manufacturer and are pending product analysis.

Event description:
On (B)(6) 2013 it was reported that the handheld showed the message, "unrecognized card error - enter name of the device driver for this card. For information, see the card manufacturer's documentation." The device was turned on and off and the sd card was taken out and re-inserted. The error was intermittent, but would often show up within a minute of loading the card. The site has been using this sd card for the duration of the study, since at least (B)(6) 2012. However, the nurse stated that this error has only occurred on (B)(6) 2013. A new sd card was sent to the site. It is unknown if the error has resolved with the new card. Attempts are underway for additional information; however, no additional information has been received to date.

Manufacturer narrative:
New information received corrects the date reported on initial MFR. Report. Returned to manufacturer; corrected data: this information was inadvertently left off of supplemental MFR. Report #1. Device manufacturing records were reviewed. Review of manufacturing records of the handheld confirmed all quality tests were passed prior to distribution.

Manufacturer narrative:
.

Event description:
Analysis of the software was completed on (B)(4) 2013. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. Analysis of the handheld was completed on (B)(4) 2013. No software anomalies were identified during the analysis. During the analysis it was identified that the handheld would display an ¿unrecognized card¿ message when the flashcard was inserted into the handheld. The cause for the message is associated with a bent flashcard slot pin. Once the pin was straightened, no further anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge.

Manufacturer narrative:
Corrected data: the incorrect lot number was incorrectly reported on the initial MDR.